Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator for any fluids on the airway and other circuit, nothing found and checked the unit for any damage. Vent performance check along with circuit cal was performed. All passed and unit is working as per manufactures specification. (B)(4).

Event description:
The customer reported that while in patient use the end-user tried to adjust the map, but was not able to do so. The adjust knob was turned, but the knob was not responding or increasing the map. There was no compromise to the patient.